Event description:
Nine pt sample with discrepant sodium results. Sample 9, male, initial result 128 mmol/l, repeat 131 mmol/l and 139. Erroneous results were reported. Medication for one pt was changed due to erroneous result. No info was provided which pt was treated. Pts were not adversely affected. Field svc rep determined there was a problem with reference electrode, mixing chamber and sample probe dryers and these were replaced. Performance tests were performed which were within spec.

Event description:
Nine pt sample with discrepant sodium results, sample 3, male, initial result 127 mmol/l, repeat 139 mmol/l. Erroneous results were reported. Medication for one pt was changed due to erroneous result. No info was provided which pt was treated. Pts were not adversely affected. Field svc rep determined there was a problem with the reference electrode, mixing chamber and sample probe dryers and these were replaced. Performance tests were performed which were within spec.

Event description:
Nine pt sample with discrepant sodium results. Sample 4, male, initial result 126 mmol/l, repeat 136 mmol/l. Erroneous results were reported. Medication for one pt was changed due to erroneous result. No info was provided which pt was treated. Pts were not adversely affected. Field svc rep determined there was a problem with the reference electrode, mixing chamber and sample probe dryers and these were replaced. Performance tests were performed which were within spec.

Event description:
Nine pt sample with discrepant sodium results, sample 1 initial result 121 mmol/l, repeat 1,123 mmol/l, repeat 2, 127 mmol/l. Sample 2 initial result 126 mmol/l, repeat 134 mmol/l. Erroneous results were reported. Medication for one pt was changed due to erroneous result. No info was provided which pt was treated. Pts were not adversely affected. Field svc rep determined there was a problem with the reference electrode, mixing chamber and sample probe dryers and these were replaced. Performance tests were performed which were within spec.

Event description:
Nine pt sample with discrepant sodium results. Sample 5, male, initial result 126 mmol/l, repeat 134 mmol/l. Erroneous results were reported. Medication for one pt was changed due to erroneous result. No info was provided which pt was treated. Pts were not adversely affected. Field svc rep determined there was a problem with reference electrode, mixing chamber and sample probe dryers and these were replaced. Performance tests were performed which were within spec.

Event description:
Nine pt sample with discrepant sodium results. Sample 6, male, initial result 127 mmol/l, repeat 136 mmol/l. Erroneous results were reported. Medication for one pt was changed due to erroneous result. No info was provided which pt was treated. Pts were not adversely affected. Field svc rep determined there was a problem with reference electrode, mixing chamber and sample probe dryers and these were replaced. Performance tests were performed which were within spec.

Event description:
Nine pt sample with discrepant sodium results. Sample 7, male initial result 126 mmol/l, repeat 132 mmol/l. Erroneous results were reported. Medication for one pt was changed due to erroneous result. No info was provided which pt was treated. Pts were not adversely affected. Field svc rep determined there was a problem with reference electrode, mixing chamber and sample probe dryers and these were replaced. Performance tests were performed which were within spec.

Event description:
Nine pt sample with discrepant sodium results. Sample 8, male, initial result 129 mmol/l, repeat 137 mmol/l. Erroneous results were reported. Medication for one pt was changed due to erroneous result. No info was provided which pt was treated. Pts were not adversely affected. Field svc rep determined there was a problem with reference electrode, mixing chamber and sample probe dryers and these were replaced. Performance tests were performed which were within spec.